Event description:
Bd 50ml luer-lok tip syringes (ref # 309653) have been identified without milliliter measurement marks. The affected lot number is 2278729. Where did the error occur: pharmaceutical manufacturer. Reporter's recommendations: quality-control checks: inventory among all lifespan affiliates is being checked for the unmarked syringes. (B)(4).